Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient reported that he device filter was black. The patient alleged developing a sarcoid on the lung and a observatoin on the kidney that resulted in 5% of the kidney being removed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
Additional information was received on jul 20, 2023 and section h10 should be reported as: the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient reported that he device filter was black. The patient alleged developing a sarcoid on the lung and a observation on the kidney that resulted in 5% of the kidney being removed. The patient did not report to receive medical intervention. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed unknown residue on bottom enclosure where outlet port panel is located. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box and contaminant was observed on the water tank. The flip lid seal appeared discolored and observed unknown dust and debris particle contaminants. Unknown debris contaminants observed throughout interior and present on lift tray, dry box seal, and dry box. The manufacturer concludes that they could not confirm the customer's allegation and unable to directly address the alleged symptoms there was visible foam degradation and unit is scrapped due to age. In this report, sections d9, g3, h3, and h6 have been updated or corrected.